Event description:
According to the customer, the "air" was not coming out of the nebulizer mouthpiece causing her "2 year old son" to miss "4 days" of prescribed "twice daily cefdinir" medication.

Manufacturer narrative:
According to the customer, the "air" was not coming out of the nebulizer mouthpiece causing her "2 year old son" to miss "4 days" of prescribed "twice daily cefdinir" medication. The customer reported the "tubing line" was changed, the filter was changed, and the "machine" was wiped off but, the issue did not resolve. The customer reported her son was taking the medication for a "double ear infection with stridor", and without the medication he had "trouble sleeping, "worsening congestion", and "worsening cough". The customer reported they retrieved a new device, and he is now "doing fine". No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.